Event description:
It was reported that this right atrial (ra) lead exhibited oversensing and high capture thresholds, so it was capped and surgically abandoned. A new device was implanted. No additional adverse patient effects were reported.